Event description:
It was reported, the camera head displayed an e229 error message and an abnormal image was displayed. The issue occurred during preparation for use and the unspecified therapeutic procedure was completed using a similar device. There was no delay or report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, h2, h3, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of error e229 was able to be reproduced during device evaluation. In addition, device evaluation found corrosion of the electrical contacts, flooding of the imaging and flooding of the cable. Based on investigation results, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head displayed an e229 error message and an abnormal image was displayed. The issue occurred during preparation for use and the unspecified therapeutic procedure was completed using a similar device. There was no delay or report of patient harm.

Manufacturer narrative:
The device was returned to olympus and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.